Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe s2 5ml 22ga 1-1/4in had mixed product in packaging. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: we have been provided with a picture of the affected shelf carton. We have been provided also with the affected samples. With this provided sample we could confirm that we had manufactured a shelf carton of reference #(B)(4) discardit 5ml china with discardit 5ml ww reference inside. We confirmed the reported issue. DHR review: lot number 1711286: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2020 (november 23rd - 25th, 2017). Lot number 1711274: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2024 (november 23rd - 25th, 2017). The reported lots were manufactured at the same time. These two secondary packaging machines are managed by the same operator, in this case due to a failure of good manufacturing practices, this operator introduced syringes of lot #1711247 in a shelf carton of lot #1711284, producing the reported issue. Based on our strict preventive measures and the efforts on improving operators¿ quality knowledge, we are confident that this handling failure is an isolate issue and the occurrence chances are practically negligible. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required. Nevertheless, this issue will be communicated in the production area with the aim of improving the awareness of the operators.

Event description:
It was reported that bd¿ syringe s2 5ml 22ga 1-1/4in had mixed product in packaging. No serious injury or medical intervention was reported.